Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospitalized with chest distress. Coronary angiography showed bilateral vascular lesions. On (B)(6) 2014, a 3.5x23mm xience xpedition stent was implanted in the proximal left anterior descending artery with 95% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for angina pectoris. Angiography showed the original stent had restenosis. A new unknown stent was successfully implanted in the original stent. The patient is in good health. No additional information was provided.